Event description:
A medtronic representative reported that during a cranial biopsy procedure, the navigation when attempting to merge a CT and mr exam, the merge failed. The site attempted auto-merge after adjusting the exam contrast with no change. The surgeon attempted to point merge the two exams and got an accurate merge with an error of 1.1 mm but did not feel comfortable proceeding. The surgeon noted the patient has several calcifications on the CT exam which may have been causing merge issues. The surgeon opted to cancel the surgery. The patient was under anesthesia for about an hour and a half total; with approximately 45 minutes due to this issue.

Manufacturer narrative:
Archived exam received by manufacturer. A review of the archived exams confirmed auto merge fails. Medtronic rep was able to get a successful merge by storing 4 point merge points and then auto merging. It was also found that the top of the head is missing from the mr exam and is not to the navigation imaging protocol. A medtronic representative discussed this with the site and recommended including the top of the head in future scans. The medtronic representative stated the surgeon has made this adjustment and has had successful procedures since this issue. The surgeon has also decided to use bone fiducials as backup pointmerge points.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.